Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms resulting in a shock lead open message being recorded by the device. An invasive procedure was performed. The device and lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that lead to device header connections were verified to be appropriate. The root cause of the reported clinical observations was not determined.